Event description:
In (B)(6) 2013, I had 2 coflex (paradigmspine) devices implanted into my lower back. After the surgery I endured extreme pain, and had to take a lot of pain medication, I missed 3 months of work. In (B)(6), during a checkup and x-rays, I was told the devices had hardware failure, had dislodged from my vertebrae and needed to be removed, because there was a chance of serious injury and possible paralysis in the legs. After surgery I was told I had a fracture in my spine, and part of my bone had chipped off during the removal. I asked for the coflex implants back, since I had paid for them, and cannot see anything visually wrong with them. The original back pain was degenerative, and not a result of any accident, I should also mention that about a year and a half ago, I had 3 levels of my neck fused. I feel no more subjects should be put through this much pain without more research being completed on the devices in question.